Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the labels printer of the station was not printing label. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not printing. A technical support specialist connected to sd and navigated to control panel, devices and printers, where 365 pending print jobs were identified in the label printer queue. The customer chose to delete the jobs; however, access was denied. Tss then logged in using the carefusion admin account, returned to control panel, devices and printers, and successfully deleted all pending print jobs. The print spooler service was stopped and restarted, after which a windows test print was performed successfully. Tss launched the station application and advised the customer to log in, confirmed that the customer was able to reprint a label. The station was then properly rebooted, the application was verified to launch completely after the reboot, and the customer successfully logged in and reprinted a label again. The system functioned as intended after the technical support specialist troubleshot the device.